Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "early (B)(6), a nurse was administering a secondary medication when she noticed that the medication was refluxing back into the primary bag - past the infusion line back check valve. Five days later, this defect was reported again by a second individual." The original intended procedure was for medication administration. An incomplete date of event of (B)(6) 2019 was provided. The event occurred in a patient room.